Manufacturer narrative:
UDI: (B)(4). It was reported that the robot experienced two communication failures during the guidance mode. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation, the user attempted to drive to a trajectory with a distance sensor. The user changed the tool orientation but the intermediary positon remained inaccessible. The root cause of the communication error is a known design defect. The date for which the event was notified is jul 31, 2019. The date for which the investigation was completed is sep 9, 2019.

Event description:
The robot experienced a communication failure in guidance mode. The trajectory orientation needed to be changed, so a different orientation was selected in the green slices of the orientation wheel. The green slice selected was 3 slices away from the red slices. When trying to move the arm from the intermediate position, the communication error would appear on the screen and the robot was shutdown. After restarting the robot, the same green slice was selected for orientation and the same result occurred, another communication failure around 1:05 pm. After restarting again, a green slice that was five slices away from the red slices was selected, and the robot arm moved to the new trajectory orientation without issue. It appeared that even though we selected a slice that was green for the orientation wheel, it was still giving an issue and would create a communication failure. No other issues were experienced. The surgeon wants to know why the arm failed even though a green slice was selected three slices away from the red slices. The patient was under anesthesia and incisions were made. Total delay with two restarts was less than 10 minutes.